Event description:
A falsely elevated troponin I result of 2.18 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. A sequential sample was tested on an alternate analyzer and a result of 0.00 was obtained. The original sample was retested on the original analyzer and a result of 0.04 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 probe and drain contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 probe and drain contamination. The customer performed maintenance. The instrument is performing within specifications.